Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on the ps1 power supply was adjusted to 5.2vdc to reflect the voltage on the ffb (fluoro function pcb). The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported a communication failure error message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.